Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited intermittent sensing with both undersensing and oversensing during the same day. Afterwards, the sensing was back to normal. The condition of the patient was good.